Event description:
This event was captured based on literature review: paclitaxel-eluting balloon vs. Everolimus-eluting stent for treatment of drug-eluting stent restenosis. It was reported that a single center study identified a total of 86 patients, 40 who received unknown xience v stents between december 2006 and august 2009. Of the 40 patients, 28 male and 12 female, clinical outcomes were investigated in 11 patients. Clinical outcomes were as follows: 2.5% death; 5% myocardial infarction; 22.5% target lesion revascularization; 2.5% early stent thrombosis. No additional information was provided.

Manufacturer narrative:
(B)(4). Date of event estimated. Date of implant estimated. The reported patient effects of myocardial infarction, thrombosis, and restenosis are listed in the electronic xience v / xience nano everolimus eluting coronary stent system instructions for use as known patient effects. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. The additional adverse patient effect of death referenced is being filed under a separate medwatch report number. Article: paclitaxel-eluting balloon vs. Everolimus-eluting stent for treatment of drug-eluting stent restenosis.